Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot: cov2020167 and cov2010034. No abnormal issue was found in the manufacturing process, technical testing and quality control inspections, the manufacturing process complied with the dmr. Retention samples were checked for both reported lots and the complaint issue could no be found. Complaint is not verified.

Event description:
False positive result(s). User and her daughter had bought tests last week that are giving them false positives. They confirmed this by conducting the tests with test solution and no sample (did not perform a swab, just put solution directly onto cartridge). Even with no sample their tests came out positive. I have replaced these tests with an alternate lot number but wanted to see how to report this problem. The two lot numbers they say gave them false positives.